Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and required maintenance. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es used in this incident, it was determined that the full height cubie drawer had failed and required maintenance. A field service engineer replaced primary module controller board on main drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.